Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device shut down in middle of case, os slow/lag when retest full loss of image reported by nurse. Duration of loss of image was unknown. Staff brought in new tower for procedure.

Event description:
It was reported that the device shut down in middle of case, os slow/lag when retest full loss of image reported by nurse. Duration of loss of image was unknown. Staff brought in new tower for procedure.

Manufacturer narrative:
Alleged failure: shut down in middle of case, os slow/lag when retest. Full loss of image reported by nurse. Duration of loss of image was unknown. Staff brought in new tower for procedure. The failure identified in the investigation is consistent with the complaint record. Probable root cause can be attributed to a software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.